Event description:
Report received of a bleed back from a distal clave valve. The customer states this occurred during the use of an omni-flow set. The most common fluids infused with this set are lipids, tpn and morphine sulfate. It is unknown how much blood actually leaked. The amount of blood that leaked from the distal clave was not significant enough to cause a change in laboratory values or require an intervention. The patient was routinely having hemoglobin and hematocrit levels drawn daily and there was no change in those values. The site was a right atrial catheter and it remained pt. Additional information was requested, but was not available. There was no report of adverse pt effect.